Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion l5-s1 using rhbmp-2/acs on (B)(6)-2011. Post-operatively, patient developed increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient developed chronic pain and radiculitis, emotional distress and mental anguish. The patient has undergone multiple revision surgeries to attempt to remove the bone overgrowth. No further information has been provided.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with degenerative disc disease/disc displacement l5-s1. Foraminal stenosis l5-s1. Facet arthropathy l5-s1 and underwent the following procedures: bilateral laminectomy for decompression l5, s1. Posterior spinal fusion l5-s1. Posterior spinal instrumentation l5-s1. Posterior lumbar inter-body fusion l5-s1. Peek intervertebral devices x 5. 6. Local bone graft. Bone morphogenic protein. As per op-notes "beginning at l5 on the patient's right side a bur was used to create a start point. Once the starting point was created, pedicle was advanced through the starting hole into the pedicle and vertebral body. The hole was then tapped for a placement of 6.5 x 45 mm multiaxial pedicle screw. Next at s1 on the right, hole was tapped for placement of a 7.5 x 35 mm multiaxial pedicle screw. The process was repeated for right side. Five peek intervertebral devices were utilized. The center of the device was packed with bmp impregnated sponge with local bone graft. Local bone graft mixed with bmp impregnated sponge was also packed anteriorly into disk space at l5-s1. Bmp impregnated sponge with local bone graft was packed and lateral gutters from l5 to s1 bilaterally. Osteotome was used to osteotomize l5-s1 facet joints bilaterally. The patient tolerated the procedure well."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a bilateral laminectomy for decompression l5, s1, posterior spinal fusion l5-s1, posterior spinal instrumentation l5-s1, posterior interbody fusion l5-s1 with peek intervertebral devices, local bone graft, and rhbmp-2/acs. Bmp was also placed in the gutters during the procedure. Reportedly, following the surgery the patient began to develop radiating pain to her legs and a limp when she walks. Reportedly, the patient has never recovered from her surgery involving the use of the thbmp-2/acs and cage, and continues to have daily, disabling pain that prevents her from performing many basic activities of daily living.